Event description:
During a ptca, the inflation device did not register, causing the physician to overinflate the balloon. The overinflation of the balloon caused the patient to experience chest pain and EKG changes. To date, the patient is doing fine with no event related complications.

Manufacturer narrative:
An investigation into this event is in progress. Device evaluation anticipated, but not yet begun.